Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient diagnosed with breast cancer underwent a surgical procedure for implanted port placement, with venous access obtained via the right internal jugular vein. During intraoperative inspection of the implanted port kit, a damaged catheter end was identified. Due to this quality issue, the device could not be used and was discarded, and a new port kit was selected to proceed with the procedure. There was no patient contact.